Event description:
The customer reported five (5) false positive results with the binaxnow covid-19 ag card for multiple tests performed on unknown dates. This MFR. Report addresses test five (5) of five (5). The customer reported a false positive result with the binaxnow covid-19 ag card performed on an unknown date and using an unknown swab type. Confirmation testing via unknown pcr was performed using an unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event: this date of event is an approximation as the actual date of the test was not provided by the customer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The customer reported five (5) false positive results with the binaxnow covid-19 ag card for multiple tests performed on unknown dates. This MFR. Report addresses test five (5) of five (5). The customer reported a false positive result with the binaxnow covid-19 ag card performed on an unknown date and using an unknown swab type. Confirmation testing via unknown pcr was performed using an unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Though it was initially reported that four to five (4-5) false positive results were observed, after additional information was received about this event, it was determined the customer only experienced four (4) confirmed false positive results. Therefore, this event is not reportable. No further action will be taken regarding this report. H3 other text : single use; device discarded.